Event description:
It was reported that the insulation on the right ventricular (rv) lead would bunch up once inserted into the safe sheath. The lead was implanted and remains in use but was difficult to advance or steer due to the insulation issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).